Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a040501 captures the reportable event of stent calcified. Imdrf patient impact code f2301 captures the reportable issue of additional device required.

Event description:
It was reported that a tria soft ureteral stent was tried to remove during a percutaneous nephrolithotomy procedure in the kidney performed on (B)(6) 2022. On (B)(6) 2022, a tria soft ureteral stent was successfully implanted. On (B)(6) 2022, during the procedure, it was noted that the stent was found encrusted. They had to postpone the procedure and proceed to a litholapaxy to treat the stone. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered. Additional information received that the bladder stone was treated with laser.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation that a tria soft ureteral stent was tried to remove during a percutaneous nephrolithotomy procedure in the kidney performed on (B)(6) 2022. On (B)(6) 2022, a tria soft ureteral stent was successfully implanted. On (B)(6) 2022, during the procedure, it was noted that the stent was found encrusted. They had to postpone the procedure and proceed to a litholapaxy to treat the stone. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered.